Manufacturer narrative:
The customer technical specialist (cts) stated the rinse block slightly chatters on the probe during backwash but does not stick when traveling up and down the probe during the probe wipe process. The cts stated the customer was able to clear a plug in the rinse block tubing and resolve the leak reported. Bec internal reference to this event is (B)(4). Customer resolved leak with cts help.

Event description:
The customer reported the probe wipe is leaking blood and fluid on the coulter® lh 500 hematology analyzer instrument. The volume was reported as less than 1 ml and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated for this event.